Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's lifevest was not working. A zoll pt service rep visited the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (lifevest not working) has been confirmed. Upon investigation the electrode belt trunk cable was pulled from the distribution node, damaging several wires. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.